Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, a small (approximately 1mm diameter) plug of rubber was pushed out of the distal end of the port before it was placed inside the patient. Upon inspection, a visible hole was observed in the port and a damaged seal was identified. The surgeon and registrar noted that this was not the first time they had observed this issue, but it was the first time it was reported. The affected port and trocar were secured with packaging, and the operation continued with no risk to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the circular seals were cut with a piece disengaged. Evaluation, further, noted that the devices failed and air leak test. It was reported that a small (approximately 1mm diameter) plug of rubber was pushed out of the distal end of the port before it was placed inside the patient. A visible hole was observed in the port and a damaged seal was identified. The reported issue were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the device is excessive force is applied during a clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadve rtent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, a small (approximately 1 mm diameter) plug of rubber was pushed out of the distal end of the port before it was placed inside the patient. Upon inspection, a visible hole was observed in the port and a damaged seal was identified. The affected port and trocar were secured with packaging, and the operation continued with no risk to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, e1 (first and last name, phone number), e2, e3, e4 (email), g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.